Manufacturer narrative:
All buttons functioned properly no damage on the keypad assembly. Unit passed stop current and run current. No blank display. However, unable to perform self-test and off no power due to motor error alarm during rewind due to corroded motor home switch. Pump received with cracked reservoir tube note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that display screen was blank and buttons were not responding. Customer's blood glucose was not reported. Insulin pump would be replaced.